Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos shows a strand of hair inside the packaging of the unopened 3 ml applicator. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An awareness training has been given to production associates in regards to proper gowning procedures. An initiative is to replace lab coats to prevent hair from coming into the controlled environment. These coats were implemented on june 2021. The production record review was completed for batch/lot 1069382 and no defects were reported in relation to 'foreign material' during the manufacturing of this lot. No additional actions are required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported that (un cheveu a été trouvé) a strand of hair was found. Verbatim: see attached pdf - a strand of hair was found.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a strand of hair was found.